Event description:
Boston scientific received information that during a device replacement, this chronic right ventricular (rv) defibrillation lead exhibited high, out-of-range shock impedance measurements when connected to the new non-boston scientific device. A technical services consultant with the competitive device manufacturer discussed disconnecting and reconnecting the lead. That was done, with the same results. It was noted that the new device measured shock impedances differently than the explanted boston scientific device. Based on the impedance measurements, an issue was suspected with the proximal shocking coil on the rv lead. The lead had been implanted for over twelve years. No immediate damage was visualized on the lead, and the physician elected to leave the chronic lead in place and program the new device in a single coil shocking configuration. A lead replacement was being considered. No adverse patient effects were reported.

Manufacturer narrative:
As of today, available information indicates this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.